Event description:
A nurse reported that port was blocked and there was no aspiration and vacuum for the probe during vitrectomy surgery. The cutting mode was working. The surgery was completed on the same day after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with a tip protector in a tray with other items. The sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face and dried white foreign material on the needle. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for aspiration and non-conforming for actuation. The probe sample was disassembled, and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at one location along the inner cutter. The sample was retested for actuation with the probe driver and was unable to actuate. The engine assembly was then disassembled, components were inspected and were found to be conforming. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm that the probe sample had an aspiration failure. The evaluation indicated that the probe had an actuation failure. The aspiration function of the probe was conforming; however, the observed actuation failure could have caused the cutter to stay in the port of the needle long enough to obstruct aspiration flow at the time the reported event was observed. The exact cause of the actuation failure cannot be determined from the evaluation performed. The reported aspiration failure was not confirmed, and the exact root cause of the actuation failure could not be determined, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).